Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product codes: dzj, hxx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018 a patient underwent an unknown procedure wherein a 90 degree drill would not drill intra-operatively. There was no known delay on the surgery and no other medical intervention done. The procedure was completed successfully and the patient status is good. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part: 03.505.003, lot: 08172030. Manufacturing location: (B)(4), release to warehouse date: aug 10, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.